Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review and declined further troubleshooting with tandem technical support regarding the reported issues. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.